Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 - foreign: event occurred in italy. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during use in a surgical procedure, a prong of a retractor instrument fractured. The broken piece was located and removed from the patient¿s wound and surgical site. The procedure was completed using a backup instrument without any further incidents or complications. There was no harm or impact to the patient, and no foreign material was retained. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.